Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports false negative results for two family members when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative result for individual 2. See related case for alternate false negative result. Individual received a false negative result on (B)(6) 2023 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 25104g, reader sn (B)(4)). Individual tested positive on (B)(6) 2023 with an unspecified covid-19 at-home antigen test. Individual experienced symptoms at the time of testing.